Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating and remaining static for an extended period of time despite pump usage. The customer's blood glucose (bg) was 119 mg/dl and the customer also indicated that the event did not impact the bg level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.